Manufacturer narrative:
Complaint confirmed, the driver tip broke off. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, and/or not fully seating the driver into the screw during tightening.

Event description:
It was reported that a 1.5mm hex driver was being used in a dip fusion second finger procedure. The k wire was placed in retrograde fashion. Surgeon drilled the full length of the chosen screw size. Screw was placed over the wire followed by the driver. Once the screw was seated fully inside bone and upon final tightening, the driver broke flush with the screw. The surgeon attempted to remove the broken portion of the driver with threaded guide wires, broken screw removal instruments and metal cutting burrs without success. An unplanned incision was made in an attempt to retrieve as well. Patient had soft bone, and screw was going in nicely as it usually does. Additional information provided 7/12/19: the incision for placing the screw in the distal most tip of the finger was increased to aid in retrieval of instrument. There are no photos, but the driver was kept and ready to send.